Manufacturer narrative:
This report is being submitted to correct the date of the initial surgery and provide additional patient/device codes.

Event description:
It was reported patient is experiencing pain, swelling, and limited range of motion post implantation. X-rays are showing the implants are crooked. There is radiolucency of the tibial and femoral components and loosening of both components. There is also severe articular remodeling of the patella with inferior heterotopic bone or spur formation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02879, 0001822565-2019-03099, 0001822565-2019-03595. D11-medical products unknown femoral. Unknown tibial tray. Unknown patella. The reported event was confirmed through review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the primary surgery. In the post-op, the patient developed thrombosis and required thrombectomy, revascularization, and stenting. Subsequently, the patient underwent revision surgery due to infection. Before the surgery, the physician noted that a small opening on the central portion of the incision that over time developed into a small eschar. The opening further disintegrated to a 4cm open wound. The patient was positive for mrsa in the wound. There was a large area centrally on the knee with some necrosis of the skin edges. There appears to be communication between the wound and the medial aspect of the knee. There was no actual purulence. No evidence of loosening. There was some tissue that looked infected. Frozen section and cultures sent for further testing and frozen section was positive for white blood cells, too numerous to count confirming the suspected infection. Therefore, all components removed. No evidence of necrotic bone. Extensive debridement and pulse lavage throughout the joint. Zimmer biomet antibiotic spacer was placed. Incision closed except where the patient initially developed the eschar. After revision surgery patient experienced pain, swelling, limited range of motion. X-ray report states that the tibial and femoral components. Loosening of both components. Severe articular remodeling of the patella with inferior heterotopic bone or spur formation. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02879. Concomitant medical products: unknown femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left knee arthroplasty and subsequently the patient is experiencing pain, swelling, limited range of motion, and x-rays are showing that the implants are crooked. There is no additional information at this time.